Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The subject complaint is being opened in relation from a comment made by a surgeon as part of the customer satisfaction survey 2021, stating that 'robot should never collide with the head which it does even with fiducial registration.' There is no further information available about this event currently.

Manufacturer narrative:
According to the surgeon: "this happened once [collision] but more generally it would make sense for the robot to avoid the surface made by the head all the way around, even if its not cleared. I realize this may represent a more fundamental programming update, but one that I think is important to accomplish." Therefore, this event was sent to appropriate department to be considered as an improvement opportunity. H3 other text : no data available.

Event description:
The subject complaint is being opened in relation from a comment made by a surgeon as part of the customer satisfaction survey 2021, stating that 'robot should never collide with the head which it does even with fiducial registration.' There is no further information available about this event currently.